Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis since (B)(6) 2019 with blood glucose of 900 mg/dl. The customer was not able to performed displacement and high pressure test. The customer stated that basal rates were changed during thyroid surgery. The customer stated that the drive support cap was normal. Troubleshooting was performed. The insulin pump will not be returned for analysis.